Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a severe occlusion diagnostic message. In addition, it was reported that the ventilator was being used with nebulized mucomyst. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.